Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) popped inside artery. The balloon lost pressure before the arteriotomy. Hemostasis was achieved by another mynx device. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). A 5f unknown sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional with a retrograde approach. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection shows that button 1 and button 2 are not depressed, and the stopcock was opened. The syringe used in the procedure was returned attached to the device; however, the catheter sheath introducer (csi) was not returned. The sealant was present in its manufactured position on the device, fully covered by the sealant sleeves that did not show any type of damage or anomaly. Per functional analysis, the balloon was tested with an inflation deflation functional analysis. During this analysis, it was observed that a puncture was present on the balloon¿s body, this puncture condition resulted in a leak condition that was observed during the inflation of the balloon. Additionally, it was observed that the pressure indicator was working per intended use. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure reported. However, access site vessel characteristics (although not reported) and/or concomitant device factors (although not returned) most likely contributed to the reported event since a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the balloon of a 5f: mynx control vascular closure device (vcd) popped inside artery. The balloon lost pressure before the arteriotomy. Hemostasis was achieved by another mynx device. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). A 5f: unknown sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional with a retrograde approach. The deployer¿s mynx trained. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.